Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products include a carto 3 rmt system (us catalog # fg560000, serial (B)(4)). Concomitant non-bwi products include a st. Jude medical brk-1 transseptal needle and a st. Jude medical agilis 8 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, a pericardial effusion was detected via ultrasound catheter. There were no immediate interventions. Patient was transferred to the coronary care unit (ccu) for observation. On post-procedure day 1, echocardiography and pericardiocentesis were performed. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that there may have been patient factors (unspecified) that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and a st. Jude medical agilis 8 french sheath. Generator was set on power control mode at 20-25 watts. There is no information regarding generator parameters or other generator settings at the time of injury. Power was not titrated during the procedure. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. It was noted that this physician usually maintains the act at greater than 300 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.